Manufacturer narrative:
Bci field service engineer (fse) visited the site on (B)(4) 2011. The fse cleaned massive no foam spill from hydro area and floor. The fse trimmed no foam line at the elbow where it leaves the bottle. The fse ran multiple samples and looked for leakage. No leakage was observed and the issue was resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak on unicel dxc 600i synchron access clinical system. The customer stated no foam was leaking onto compartment and floor. The customer was unable to determine exact location of the leak. Bci customer technical support (cts) recommended customer not to use the system. No injury was reported, and there was no effect to patient or user.